Event description:
It was reported that the patient had been experiencing pocket stimulation since (B)(6) 2013. On (B)(6) 2013, the ventricular lead exhibited low impedance and increased pacing thresholds. On (B)(6) 2013, a lead fracturewas noted. The lead was cut, capped and discarded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.